Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed on sensor patch. Data was successfully extracted from the returned sensor using approved software. Observed clinical and historical data log contained errors and no valid glucose data. Sensor terminated within the first 6 hours of the sensors life. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected for PMA/510k as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer required third-party administration of juice, sugar, food treatment. There was no report of death or permanent impairment associated with this event. No further details were provided and attempts to gather additional information were unsuccessful.